Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
At the conclusion of an atherectomy procedure using a diamondback 360 peripheral orbital atherectomy device (oad), the physician experienced difficulty while removing the oad from the sheath. The physician identified that the oad crown remained in vivo while performing balloon angioplasty. Fluoroscopy revealed that the 1.50 crown was immobile and remained in the distal portion of the superficial femoral artery (sfa). A stent was deployed, entrapping the crown in the vessel wall. The patient's condition was stable. The procedure was completed with good flow to the lower extremity.

Manufacturer narrative:
The oad was returned to csi for analysis. The reported driveshaft fracture was confirmed distal to the nose cone. The distal segment was not returned. Scanning electron microscopy analysis of the fractured filar faces identified evidence of fatigue. Fatigue may occur if the driveshaft undergoes excessive flexing due to spinning in an elevated stress environment resulting in the eventual driveshaft damage. The root cause of the fracture is unknown. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).